Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a lifted pad on a resistor on the analog board. The analog board was replaced and the device was repaired. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during set-up of the device prior being used on a patient, the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.